Manufacturer narrative:
The returned device was evaluated and the investigation found pod had terminated in a hazard alarm (invalid pump state). Additionally, the cannula was found stretched and torn. Due to said damage, fluid was unable to pass through the fluid path when tested. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. Aside from the infusion site being "red and puffy," no medical intervention nor physical abnormalities were reported against the needle mechanism, cannula, or adhesive. However, upon return, the device was investigated and results identified a damaged cannula.